Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there was a gear train anomaly found and indicated as corrosion.

Event description:
It was reported that this patient had felt symptoms of an under dose and withdrawal a few weeks ago. The patient's pump was interrogated and it was discovered that the pump had stalled but had restarted. The patient continued to have intermittent feelings of withdrawal and under dose symptoms; increased spasticity and "fidgety." The patient was observed to have behaved strangely and appeared sick. The patient was admitted to the emergency room on (B)(6) 2013. A review of the logs noted a few motor stalls and subsequent restarts. The longest stall had lasted more than eight hours. This device system was used to deliver baclofen. No patient injury was reported and the pump was explanted and replaced.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.